Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted and exchanged for longer lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the optic torn and haptic torn; torn piece missing. Claim# (B)(4).